Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated.

Manufacturer narrative:
.

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated.

Manufacturer narrative:
Additional information was received that the ipg was repositioned in the left part of the back with a new incision due to pain and swelling in the ipg site.

Event description:
A report was received that the patient underwent a revision procedure wherein the pocket was relocated.